Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3 h6, h10. UDI # (B)(4) the device was returned for evaluation. The DHR review was not possible as the serial number (B)(6) does not appear to be a valid integra identification number. No other lot or serial number was provided during the complaint investigation. The reported complaint was confirmed as the unit failed multiple specific functional tests due to the upper and lower handles out of adjustment and multiple worn out components that needed to be replaced. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. .

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the second locking handle of the a2009 ultra 360 patient positioning system was not locking down correctly and the shock cushion was protruding out. The customer requested for the device to be repaired or replaced and noted that the unit was 7 years old. There was no known patient injury nor delay in surgery.